Event description:
Home patient (hp) reports "he got some air" and experienced pain during treatment on homechoice device used for apd therapy. Pt discontinued treatment. Pt noted heather bag was inflated with air, which may indicate a leak in the cassette of the homechoice set. Per healthcare professional, no medical intervention was required and no pt injury resulted.